Event description:
On (B)(6) 2017, orthopedic surgeon, (B)(6), implanted a boston scientific scs (spinal cord stimulator) for the purpose of relieving chronic lower back pain. When I awoke from surgery, my left leg was numb and my right leg was paralyzed (that is, I could not move my right leg). It's now been 3 months since (B)(6) surgery. My chronic pain has roughly doubled, based on the amount of narcotic pain medication I consume. Before surgery, I only experienced pain when out of bed. I now experience pain all the time. My left leg, from diaphragm to toe, remains numb to scratch and has also morphed into a chronic sense of scalding/burning. I can only feel half of my sexual organs, anus and bladder (I've had incontinence accidents). By far the worst side effect of the scs implant has been the profound muscle weakness in both legs but especially weakness in my right leg. I have fatigue and experience lactic acid pain in my legs from walking just a few hundred yards. Bottom line, although the scs does work, my health is a lot worse off because of it. As an amusing side note, surgeon, (B)(6), has twice claimed that all my surgical injuries are due to poor handling of my unconscious body just before my surgery began. In particular, (B)(6) has (twice) claimed that my injuries were caused by the surgical table as my body was positioned for surgery and before the initial incision.